Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed a literature titled "long-term outcomes of single-incision versus multiport laparoscopic totally extra-peritoneal inguinal hernia repair: a single institution experience of 186 consecutive cases" by yozo suzuki et al. This retrospective study was conducted to compare the long-term outcomes of single-incision totally extraperitoneal (s-tep) inguinal hernia repair and conventional multiport totally extraperitoneal (m-tep) inguinal hernia repair. This article includes 2 complaints for the 2 different olympus devices used by the authors and reported adverse events: (B)(6) - ltf-s190-5; (B)(6) - ltf-s190-10. Complications that occurred within 30 days of surgery: seroma (n=15). This report is 1 of 2 for (B)(6) - ltf-s190-5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author. B5 updated.

Event description:
The author provided additional information: the author stated most of the patients with adverse events healed spontaneously but it is possible puncture drainage was performed on symptomatic individuals. In the author's medical opinion, there was no relationship between olympus device and the events. The serial numbers for the olympus devices are unknown.